Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk device, implanted: (B)(6) 2010; 5071-35 lead, implanted: (B)(6) 2003; 407658 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that intermittent capture at maximum output settings was observed on the right atrial (ra) lead. Evaluation of associated device data showed recorded episodes of atrial high rates (ahr) which appeared to be due to oversensing of non-physiologic noise by the lead. The lead was explanted and replaced during a routine device changeout. No patient complications have been reported as a result of this event.